Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a through examination of the lead was performed. Upon visual observation lead severed 116mm from the pin. Setscrew mark noted in terminal pin. There were cuts noted in the insulation and the helix is retracted. The lead passed the continuity test but other lead test were not performed. Suture noted tied tight to the lead for extraction purposes. The lead body is deformed and twisted. The damage is most likely related to twiddler¿s syndrome which can result in lead dislodgement. Final evaluation could not confirm the high impedance measurements as the returned lead segments passed electrical testing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance measurements which was detected via patient's remote monitoring system. Additional information indicated that the tachy therapies were temporarily turned off to avoid inappropriate shocks. It was reported that the patient has twiddler's syndrome which caused the lead to dislodge and move into the right atrium. The lead was in a knot and damage to the lead body was suspected. An invasive procedure was performed in which the rv lead was removed and replaced with a new lead. No additional adverse patient effects were reported.